Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed test, active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the device failed a test step during testing. The device's 3-way solenoid valve and proportional valve were replaced to address the issue. The technician ran system test. The device passed all tests and was returned to user.

Event description:
The manufacturer received information alleging a trilogy ev300 device failed test, active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. The device has been returned to a manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.